Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer reported complaint for high blood glucose test results. Customer stated that ate yogurt and waited 2 and a half hours before testing and received a result of 164mg/dl. The customer's expected fasting blood glucose test result range is 90mg/dl-140mg/dl. Customer then mentioned that was afraid of that result and started to exercise to try to bring it down then stated, customer waited before testing again and does not agree the meter read correctly because the blood sugar did not drop within expected it. During the call on (B)(6) 2016, a back to back blood glucose test performed fasting and produced test results of 133mg/dl and 138mg/dl. The test strip lot manufacturer's expiration date is 8/18/2018 and open vial date is (B)(6) 2016. The product is stored according to specification. Overall customer stated was uncomfortable with the meter and wanted a replacement. The meter retrieving memory time and date were not properly set: (B)(6).